Event description:
Hcp reported there has been a change in medication concentration and that bolus was delivered in 17 minutes instead of 17 hours. As a result of this, the patient became sedated. The pump contents were emptied and it was restarted at the appropriate dose. The patient is reported to have recovered without sequela.